Event description:
Pt was trying to start a new sensor session but after she tap on start sensor and 2hr warm up initiated "pair new tx" popped up and pt can't remmeber if that was the whole error message or not and can't remember if there was an alert before that as well

Manufacturer narrative:
(B)(4).